Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports the patient had a massively dilated gsv at the saphenofemoral junction and anticipated that this would fill up with clot in a retrograde fashion. The doctor placed the tip of the catheter out farther and yet the clot propagated 5 mm like a tongue into the common femoral vein. This was only partially occlusive and her treated leg was actually smaller than her contralateral leg. The doctor watched this for a week and it actually had contracted a bit. The physician is going to treat with warfarin for three months.